Event description:
Pt was undergoing central vein angioplasty through an av shunt in the left upper arm. During the procedure the balloon catheter ruptured as the balloon was inflated. The physician was unable to locate the balloon fragment. The fragment was approx 1cm by 1cm.